Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and breakout box for the navigation system were replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Related codes: fdm: 10, fdr: 213 the breakout box for the navigation system was returned to the manufacturer for evaluation. Testing found that the footswitch connector on the unit was loose and that the port was not functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4), product ID: 9733580, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) was not working properly, the foot pedal connector in the breakout box was damaged and the monitor cover was broken. No patient was present at the time of the event.